Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure conducted at the user facility that the device was experiencing overheating. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not confirmed. A service technician evaluated the unit and observed that it performed to specifications. The device was forwarded to a diagnostic engineer, who verified the findings. The engineer noted that the device was tested for several minutes and performed normally. The device has been archived by the manufacturer.

Event description:
It was reported that during a procedure conducted at the user facility that the device was experiencing overheating. No delay, no medical intervention and no adverse consequences were reported with this event.